Manufacturer narrative:
An event of heart failure, device replacement and patient death after the trifecta valve was replaced was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Around april 2015, a 19mm trifecta valve was implanted in the patient's aortic position in another hospital(narita red cross hospital). Heart failure occurred on the patient, and a re-do avr was performed in mid-july, 2020. The trifecta valve was explanted and replaced with an inspiris resilia aortic valve(manufacturer: edwards lifesciences). After that, the patient deceased due to multiple factors, and the surgeon attributes one of the factor to structural valve deterioration of the trifecta gt valve in an early stage after the implant. Additional information is not available.

Manufacturer narrative:
An event of heart failure, device replacement and patient death after the device was replaced was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2018, a 19mm trifecta gt valve was implanted in the patient's aortic position in another hospital ((B)(6) hospital). Heart failure occurred on the patient, and a re-do avr was performed in (B)(6), 2020. The trifecta gt valve was explanted, replaced with an inspiris resilia aortic valve(manufacturer: edwards lifesciences). After that, the patient deceased due to multiple factors, and the surgeon attributes one of the factor to structural valve deterioration of the trifecta gt valve in an early stage after the implant. Additional information is not available.